Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The svc rep re-seated the circuit boards, and adjusted the power supply. However, no further repair info is available.

Event description:
The customer reported that the left monitor on the 9800 system goes blank. No pt injury was reported.